Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer state the battery depleted from 100% to 40% within one day. The customer¿s blood glucose (bg) level was 280 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
(B)(6).